Event description:
It was reported that during an arthroscopic procedure the physician was utilizing a procise max. Intra-operative the physician attempted to use the suction, however, the suction would not work. The procedure was completed using cautery. No pt complications were reported as a result of this event.

Manufacturer narrative:
Add'l MFR narrative: the pt identifier, age, weight and gender were not available.